Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she does not like the velvet nitrile exam gloves that (B)(6) supplies. She advised that she had an allergic reaction to them and her hands were red and irritated from them. The gloves in question she received on order (B)(4) for 2/26/2025 rsd. Patient has resorted to buying her own, so to avoid further issues. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).